Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was low as 40 mg/dl. The customer had fluctuating readings in the 50s mg/dl and 60s mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was unable to describe any possible damage to the drive support cap. The customer was advised to check insulin type and concentration. The customer was advised to give extra unit with pump while changing his infusion set because it takes 45 minutes to change.